Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. Customer stated that the insulin delivery was suspended due to sg vs bg difference. Sg value that triggered the suspend on low/suspend before low event was 67 mg/dl and bg value associated with the triggered suspend event was 217 mg/dl. Sg and bg difference was not within target range of glucose difference. No harm requiring medical intervention was reported. The sensor will not be returned for analysis.